Manufacturer narrative:
The meter heater plate was discolored and the reporter was advised to clean the heater plate before using it for further testing. The reporter's product was requested for return and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs professional meter serial number (B)(4). At 3:40 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.3 inr. The patient's warfarin dose was held for one day based on this value. At 4:38 p.m., a venous sample collected from the patient was tested in the laboratory using stago reagent on a stago compact analyzer, resulting with a value of 3.9 inr. The patient's therapeutic range is 2 - 3 inr.